Event description:
The gauze had been soaked in dakins solution and was being applied to an open wound using sterile technique. As the nurse unrolled the gauze and packed it into the open wound she noticed a large black mark on the gauze roll (middle of the roll). The package had been dry prior to use. Product removed from the wound and placed in biohazard bag.